Event description:
It was reported that during a lap sigmoid colectomy, after firing the device, the anastomosis fell apart. Upon inspection, the device had 2 good donuts, but there were no staples. They converted to an open procedure, performed a low rectal anastomosis and completed the case with a like device. Case was extended by 2 hours.